Event description:
It was reported that a patient experienced a cardiac tamponade. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The ablations were completed, the complications was not known at the time of the procedure, it occurred following the ablations. The device is not expected to return for analysis as it was disposed. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.